Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed high impedance values on the right ventricular lead. Patient was stable and would be monitored.

Manufacturer narrative:
Correction: g3 should have also contained study.